Event description:
It was reported that the pt experienced intermittent simulation at the neurostimulator location. There was no accident or incident related to the complaint. Movement and palpation caused changes in the stimulation. The pt status was reported as good. The system was checked and impedance readings were over 10,000 ohms on all electrode configurations. The pt was going to have a lead revision scheduled. It is unk if the lead revision was performed. No pt outcome was reported. Additional information has been requested, but was not available as of the date of this report.